Manufacturer narrative:
Follow-up #1: date of submission 12/17/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the last bolus delivery and the last basal delivery were on (B)(6) 2015. An ezbg bolus and an ezcarb bolus were manually calculated; returned pump correctly calculated the same units. . Pump¿s bolus calculation feature found to be functioning properly. Pump was exercised for 24hrs with a 2.0u/hr basal rate; at end testing the basal history correctly showed 2.0u and tdd showed 48.0u. The daily insulin delivery totals correctly reflect user's programmed basal rates. Pump passed delivery accuracy testing with no delivery defects found. Pump found to be delivering within required range and delivering accurately. Investigators were unable to duplicate the complaint. Display has a pinkish contrast.

Manufacturer narrative:
The pump has been returned to animas. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history settings issue. The reporter stated that the patient had a blood glucose (bg) of 42mg/dl with shakiness, headache and severe dizziness. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. Customer support completed troubleshooting and the basal history matches the active basal program settings. The basal delivery totals in tdd do not match and the variation was due to known cause. The prime menu was accessed. This report is being made due to the bg excursion the patient experienced due to an alleged history settings issue.